Event description:
On (B)(6) 2012, it was reported that the pt feels that the infusion device is delivering inaccurate amounts of insulin. Her blood glucose level was elevated to 500 mg/dl and correction with the infusion device was not successful. The pt's normal blood glucose range is 80-180 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.